Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was 329 mg/dl with moderate ketones. It was reported the patient also was experiencing an unrelated illness: pneumonia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump's time reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event is was attributed to a device malfunction.